Event description:
The complainant reported a (B)(6) female patient presenting with post cardiotomy cardiogenic shock. During an attempted delivery of the device, the physician used "forceful pushing" and tore the axillary artery. The pump was removed, pledgeted stitches were applied, and a new impella 5.5 was placed via direct approach.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with post cardiotomy cardiogenic shock. During an attempted delivery of the device, the physician used "forceful pushing" and tore the axillary artery. The pump was removed, pledgeted stitches were applied, and a new impella 5.5 was placed via direct approach.